Event description:
Customer reports the following: "biomed reported log failures, biomed cleaned pins. No patient harm." Preliminary review of the device logs indicate an ipc to common leak. This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.